Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was unable to be interrogated following an ablation procedure. It was noted that multiple communicators and programmer wands were utilized; however, interrogation of the device was unsuccessful. Technical services (ts) was consulted and recommended device replacement. Subsequently, the pacemaker was explanted and replaced. The product has been received for analysis. No additional adverse patient effects were reported.